Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, resolving the issue, and confirmed that the malfunction code did not recur. The customer was advised to monitor the device and contact technical support if the malfunction reoccurs.